Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). The product analysis result indicates that there was no fault found in the mainframe. The patient interface came in with channel failure due to a/I pcb failure. There was also loose clips. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the device was non specific broken. There was no known impact or consequence to patient.